Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a prime (load step malfunction) issue. The distributor stated that the load step or cartridge were not recognized. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2014 with the following findings: there were multiple no cartridge detected warnings observed in the black box history. The piston was unable to detect the cartridge upon the first load attempt. The force sensor flex trace was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).